Event description:
It was reported that during ptca / stenting treatment procedure, the maverick2 monorail 30x2.5 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the left anterior descending coronary artery. The physician used a 6f medikit introducer sheath for vascular access, a heartrail 2 guide catheter and a route guide wire to cross, the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for replacement of a cypher stent. The maverick2 monorail balloon was removed and replaced with another balloon and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.